Manufacturer narrative:
The devices involved in these incidents were not available for evaluation, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. Without the actual product, a complete analysis cannot be conducted. Furthermore, the lot number of the pumps were not known, and as a result, I-flow was unable to conduct a performance test for a particular lot. I-flow is in the process of attempting to obtain as much information as possible to investigate these incidents; we are in communication with the chief surgeon involved in these incidents in an attempt to find a cause (s). It is noteworthy, that the surgeon indicated that there are other factors as possible causes that they are investigating, such as anesthesia, central supply, pacu and ICU. However, per the surgeon, nothing has made more sense than prolonged marcaine use; a reported therapy of running back-to-back/ consecutive pumps, a total of two pumps per patient, a total of a ten day infusion period per patient which was the case for these incidents reported herein. It is reported that since these incidents have occurred, this therapy is no longer practiced. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report(s).

Event description:
Post thoracotomy procedures, five (5) patients were reported to have elevated liver function levels related to marcaine, as reported by the chief surgeon. The doctor indicated that the patients had jaundice several weeks after surgery, but none had other clinical signs of illness.